Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider via a manufacturer representative reported that in the operating room during a device implant, electrical impedances were tested from 0.5 volts up to 2.5 volts and all impedances were greater than 4000 ohms. The physician removed the lead and wiped it before re-inserting into the header block and high impedances continued. The physician removed the lead and implantable neurostimulator (ins) and high impedances continued. The physician also turned off the overhead lights and c-arm and impedances were still high. The patient was getting bellows and toe flicks at a low amplitude of 2 volts. The physician wasn't comfortable with the impedance and explanted the inss and leads. The patient was rescheduled for surgery for a later date. There was no patient injury. See MFR. Report #3004209178-2015-17388 for the lead and another ins used during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.